Event description:
Patient reported rupture confirmed via ultrasound with palpation followed by redness and warmth. Patient also reported breast was larger than the other and informed that the prosthesis had already shown displacement and changes in the shape of the breast. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed via ultrasound with palpation followed by redness and warmth. Patient also reported breast was larger than the other and informed that the prosthesis had already shown displacement and changes in the shape of the breast. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, g4.

Event description:
Patient reported rupture confirmed via ultrasound with palpation followed by redness and warmth. Patient also reported breast was larger than the other and informed that the prosthesis had already shown displacement and changes in the shape of the breast. This record is for the right side. The device remains implanted.